Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Review of the op notes shows the patient had a surgery that released left iliotibial band, processed debridement trochanteric bursa, and aspiration of joint fluid and irrigation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: us157844, item name: m2a-magnum pf cup, lot number: 750450, item number: 103204, item name: taperloc por fmrl, item lot: 391720. Complaint was reported from (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01083, 0001825034 - 2018 - 01085.

Event description:
It was reported patient underwent left hip iliotibial band release, debridement and aspiration of joint fluid six years post implantation due to pain, left trochanteric bursitis and tight iliotibial band. During the procedure, an "outpouring of a significant amount of bluish-gray fluid which had the consistency of synovial fluid and did not look purulent" was noted. Attempts have been made an no further information is available.